Manufacturer narrative:
Per the qc charts, all three levels of t-uptake qc resulted as >= 1534% in duplicate. The customer contacted the bci hotline and during troubleshooting it was discovered that a reagent pack was misloaded and therefore, in the incorrect slot on the reagent storage carousel. This event would then generate an incorrect calibration curve, producing erroneous patient results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple unexpectedly low t-uptake (thyroid - uptake) patient results and out of range high failed qc results generated by the access 2 immunoassay system. Per the customer, five patient samples were performed which all resulted as 1.0%. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.